Event description:
A patient reported experiencing inaccurate erratic results with an otb meter. The patient's blood glucose results were 41, 131, 121, 116, 112 mg/dl. Tests were done within 10 minutes with difference of 37%. Patient did not experience any adverse events. No further information has been reported.